Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they received a critical pump error image on the insulin pump screen. The customer went to the water park and exposed the insulin pump to water. The customer's blood sugar is 251 mg/dl. The insulin pump is returning.